Event description:
It was reported the flex deflectable videoscope displayed no image during inspection for use. There were no reports of patient harm or patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure of no image was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: noise visible in the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.